Event description:
Reporter indicated that during pt's initial implant procedure the newly opened generator was determined "to not be working properly." Good faith attempts for further info are currently being made. Pulse generator in question was returned to manufacturer for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.